Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004788213-2020-00067 and 3004788213-2020-00068.

Event description:
It was reported that during the procedure, after using the starter awl, the anchoring plate was difficult to insert. The surgeon wanted to remove the anchoring plate when he realized the patient had hard bone and attempted to use the removal hook. The plate was stuck and was not able to be moved, causing the tip of the removal hook to break. The broken piece was retrieved and the plate was unable to be removed. The surgeon was then able to hammer the anchoring plate to the end to complete the case. A second plate was not inserted at this level. There were no reported patient impacts. This is report one of three for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information: d4 (UDI number), d10, h4, h6 (methods, results, conclusions) the complaint is confirmed for one (1) of one (1) roi-a removal hook (pn ig018r) for the reported failure of fracturing. The severity of this event is 1 (dt-1503-04im-02). This device is used for treatment. No medical records were provided with the complaint. Inspection. Ig018r. The device was returned to the ldr facility and photos were provided for visual inspection. The returned device was confirmed to match the part and lot number reported. Visual inspection found that the hook is fractured off. The complaint is confirmed. DHR review. Ig018r. The DHR was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Compatibility. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. Complaint history . Ig018r. There was one (1) other complaint for similar events (fracture) related to the same part number in the 12 months leading up to the notification date through to the present. There were zero (0) other complaints related to this lot number in all time. Potential root cause. Ig018r. As no further information is available regarding the surgery, a cause cannot be conclusively determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. An unexpected off-axis force coudl also have been placed on the instrument resulting in its fracture. Corrective/preventive action . No corrective or preventive actions are recommended at this time recall and product hold search . A product hold search in etq found no product holds related to these item numbers. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during the procedure, after using the starter awl, the anchoring plate was difficult to insert. The surgeon wanted to remove the anchoring plate when he realized the patient had hard bone and attempted to use the removal hook. The plate was stuck and was not able to be moved, causing the tip of the removal hook to break. The broken piece was retrieved and the plate was unable to be removed. The surgeon was then able to hammer the anchoring plate to the end to complete the case. A second plate was not inserted at this level. There were no reported patient impacts. This is report one of three for this event.